Manufacturer narrative:
A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of oversensing, and increased capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
During a follow-up, oversensing and increased capture threshold were observed the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. It was confirmed that the cause of the issue was due to the dislodgement of the rv lead. The patient is stable.